Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bacteremia infection post implant, became weak and passed out at home. Patient was taken to the emergency department and infection was confirmed. System was explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.analysis reviewed. No change in reportability. Follow-up MDR is required. (B)(4).